Manufacturer narrative:
MFR ref no: (B)(4). The device was returned to baxter and an eval was performed. The eval confirmed (through the history log) but did not reproduce the system error 224. The history log showed the unit may have had an intermittent ac power connection, which could have caused the system error 224. The power cord was replaced to correct this condition.

Event description:
It was reported that a spectrum infusion pump was alarming system error 224 during pt care in the operating room. It was also reported that there was no pt injury.